Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that basal iq did not automatically suspend insulin delivery. Customer's blood glucose (bg) was 50 mg/dl. Customer addressed bg with glucose tablets. Customer was unable to troubleshoot the issue to determine if a loss of connection had occurred. Multiple attempts were made by tandem technical support to request that the customer upload pump data so that the cause could be determined; however, the customer did not respond.